Event description:
The aspiration on the phacoemulsification machine was not working properly, thus, the particles of the fragmented lens were flowing around inside the eye chamber and also bounced against the endothelium. Although, the particles were flowing and bouncing, there was no patient injury reported. The surgery center was able to resolve the issue by replacing the tubing cassette. The surgery center reported due to the issues with the aspiration not working as intended, the procedure was extended to 30 minutes; therefore a significant delay time is reported.

Manufacturer narrative:
Pe age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. Specific lot number was not provided as it is unknown which lot was used. The surgery center indicated there was 4 tubing pack lot numbers. Opo70 tubing: lot no.cp01975, cp01687, cp01922 and cp01972 manufacturer date unknown as to specific tubing lot number not provided. The tubing packs could not be identified and, therefore, could not be tested/investigated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturer record review was performed for all four suspected tubing with different lot numbers (cp01975,cp01687,cp01922,and cp01972)lots. There was no non-conformance report (ncr) was generated during the manufacturing process of this lot numbers cp01975, cp01687, cp01922, and cp01972. Based on the manufacturing records review, no deviation or assignable cause was identified for the claim of ¿delay time, misassembly, tubing/cassette issues, vacuum issues¿ when this production order was manufactured, therefore, the documentation shows that the production order was manufactured according to specifications device manufactured date for tubing lot no. Cp01975 is 9/2014. Device manufactured date for tubing lot no. Cp01687 is 8/2014. Device manufactured date for tubing lot no. Cp01922 is 8/2014. Device manufactured date for tubing lot no. Cp01972 is 9/2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Functional and visual evaluation was performed on all four suspected tubing with lot numbers: cp01975, cp01687, cp01922, and cp01972. No cracks or product damaged were observed. The I / a (irrigation/aspiration) prime test was performed as required with satisfactory results. No issues or failures were observed during the testing for the samples returned. The visual and functional testing found no failures were detected; therefore, the opo70 tubing packs received met the specifications and the acceptance criteria. Manufacturing related cause was not identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of birth is provided. (B)(6). Sex is provided. Male. In addition to initial report of description of the event, pre and post operative of left eye has been provided. Pre-op: cataract left, visus pre-op: 0,6 left, post op vision: 1,0 all comparable to right. All pertinent information available to abbott medical optics has been submitted. Placeholder.